Event description:
The customer reported that she had an unexplainable low blood glucose on the evening of (B)(6) 2015. Customer stated that the next morning her blood glucose was over 400 mg/dl. Customer also had a no delivery alarm. Customer has since corrected and her current blood glucose is 90 mg/dl. Customer refused to be transferred to the helpline for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.